Manufacturer narrative:
Additional information: g3, h3, h6. The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is attributed to user error, such as applying excessive force. The device has a manufacturing date of 2019. The complaint allegation could not be confirmed because the device was not returned for evaluation, and no supporting evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/27/2025, it was reported by a sales representative via (B)(4) that an ar-8970jd mini joint distractor/compressor had a wire cold weld into the pin distractor. This was discovered during the case with no patient harm.